Event description:
Patient with kidney stones came to hospital for a planned op surgery. During the procedure, a large left lower pole calculus was dusted, fragmented and moved up to upper pole for more dusting. More stones were seen in middle calyx and possible lower pole that will be addressed during next ureteroscopy. Left retrograde showed retained sensor wire fragment that will be retrieved during next planned ureteroscopy for further stone extraction due to large stone burden.